Event description:
It was reported to medtronic neurosurgery that the exacta was leaking at a junction where the tubing goes into the stopcock.

Manufacturer narrative:
The returned device was patent. Cracks were observed on the most distal female luerlock connector of the second stopcock of the double stopcock. Crazing was also observed on the luer arms of the proximal patient stopcock. It is unknown how or when the damage occurred. The device was found to not leak out of the cracks or crazing, and the device met requirements for the leakage test. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).